Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified intermittent response from the "ok" key. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the failed keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had intermittent response from the "ok" key. No additional information is available.